Event description:
Elevated lv output values coming from 2.75v/0.4ms in (B)(6) 2022 to currently 3v/0.8ms (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).